Manufacturer narrative:
The customer¿s reported complaint of an infusion stopping without alarming on the source device was not replicated during the investigation. The date and time of the event was not provided by the customer therefore the last programmed infusion, recorded on (B)(6) 2017 at 10:55:51 pm, was analyzed as the incident. The assumption is that the device would have been taken out of service following the incident. An initial 20 hour functional test, consisting of the parameters used during the last noted infusion showed syringe module operating as intended. Also, asm¿s plunger force accuracy and pressure disc accuracy tests validated the syringe module in specification. Additional functional test, applying physical manipulation revealed a faulty syringe module latch assembly. During testing, it was observed that results of the latch failure will cause the pump to disconnect/power off, inadvertently resulting in a ¿channel disconnected¿ alarm. It is unknown if this is what the customer experienced. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed that no similar complaints with the same or related failure mode. CAPA reference: (B)(4).

Event description:
The customer reported that the device stopped infusing without alarming. There was no report of patient harm.